Event description:
Patient diagnosed with initial driveline infection ((B)(6)) on (B)(6) 2019 at which time the driveline site was debrided in the operating room and the patient was discharge on oral antibiotics. Driveline drainage cultured on (B)(6) 2019, (B)(6) 2020 and (B)(6) 2020 all positive for pseudomonas. Driveline site debrided again on (B)(6) 2020 and (B)(6) 2020. Patient continued on chronic antibiotic therapy. Due to the continue infection without improvement on antibiotics or debridements the decision was made to exchange the hm3 lvad. The patient was taken to the operating room for the pump exchange on (B)(6) 2020. The surgeon identified infection of the driveline with extending abscesses along the driveline inside the chest, there was also a questionable fluid collection/infection in the ascending lvad outflow graft. The surgery went well. The patients chest was packed and left open overnight then closed in the operating room on (B)(6) 2020. The patient is stable and recovering in the cvicu. CT of abdomen/pelvis on (B)(6) 2020 showed persistent soft tissue infiltration surrounding the driveline for which a driveline infection in not excluded. FDA safety report ID #: (B)(4).